Manufacturer narrative:
This study reported adverse events that are either reported on the labeling of the intera 3000 or otherwise known complications associated with hai therapy. If additional information is received at a later date, a supplemental report will be filed.

Event description:
Aubrey jm et al., functional outcomes & complications of hepatic artery infusion pumps by device manufacturer, hpb, https:// doi.org/10.1016/j.hpb.2024.07.404. The literature source reported a study of 94 patients that underwent hai chemotherapy, 30 of those patients used intera (codman) 3000 pump and 64 patients used medtronic synchromed ii pump. The utilization of the intera (codman) 3000 and medtronic synchromed ii pump resulted in similar rates of complications and cycles of chemotherapy administered. These results suggest that either device can be utilized for hai chemotherapy without compromising the level of care. The research letter provided a list of complication occurences by device manufacturer. For the pump, the complications under pump pocket are hardware failure, surgical site infection, seroma, hematoma, flipped pump and pump erosion. Under catheter, the complications are dislodgement, blockage, and erosion. Under vascular, the complications are extrahepatic perfusion, hematoma, arterial thrombosis, arterial dissection and arterial pseudoaneurysm. For the tapered catheter, the complications for hepatobiliary were chemical hepatitis, biliary sclerosis and cholangitis. Incident dates not provided, the time period reported from 2017-2023.